Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation under where the gel was touching her skin on her chest and side. The irritation was open. The patient indicated that the belt was leaking gel and that the gel contributed to the irritation. The patient was issued a replacement belt. The patient was given a prescription cream/lotion from her physician. The patient's irritation improved after using the prescribed cream/lotion.